Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that the patient was concerned the ins battery may be dead because they had a loss of therapeutic effect. The patient reported no falls or trauma, but did state they had a cystoscopy with an extension of their bladder on (B)(6) 2020, around the time they had a return of symptoms. After reviewing program use it was confirmed the ins was not dead or low. The patient tried increasing the amplitude and changing between all four of their programs, but they weren t feeling stimulation sensation or an improvement of therapeutic effect. The issue was not resolved through troubleshooting and the patient was redirected to their healthcare provider (hcp) to further address the issue. No further complications were reported or anticipated.